Event description:
Reporter alleged blood glucose results were erratic on 3 different pts. It was stated on pt #1, glucose read 467 mg/dl at 17:48 back to back with a result of 67 mg/dl at 17:50 compared to a lab of 278 mg/dl at 18:30. Reporter stated on ot #2, glucose read 595 mg/dl at 17:40 back to back with a result of 191 mg/dl. It was reported on pt #3, glucose read 96 mg/dl at 5:28 am back to back with a result of 171 mg/dl compared to a lab result of 100 mg/dl at 11:45 am. No actions were taken or treament was received on any of the three pts reportedly based on the meter readings. A request was made for the return of the suspect device and replacement product was sent.